Event description:
According to the facility on (B)(6) 2023 "a blue operating room towel was grabbed during an open general surgery procedure to dry off the light cover and debris was falling from the light onto the surgical field".

Manufacturer narrative:
According to the facility on (B)(6) 2023 "a blue operating room towel was grabbed during an open general surgery procedure to dry off the light cover and debris was falling from the light onto the surgical field". Per the facility "there was excessive lint coming off of the towel and the sterile field had to be fully broken-down and a new setup was required". Per the facility the patient was prescribed an extended round of antibiotics per consultation with infectious disease". No additional information is available at this time. The sample was returned for evaluation, however, a definitive root cause could not be determined at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.